Event description:
Pt having pulmonary valve procedure. When attempting to remove the balloon, the balloon stuck and ruptured. Only a portion of the balloon material was able to be removed. Surgical intervention required to remove the sheath portion of the balloon and repair of right femoral vein.